Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated sodium and chloride result generated on an architect c4000 analyzer for one patient ((B)(6)) the sample was repeated on the same instrument after recalibration of the assay and recentrifuging the sample that had been refrigerated. Customer provided reference range for sodium is 136-145 mmol/l and chloride is 98-107 mmol/l. Sodium initial result = 162 mmol/l, repeat result = 137 mmol/l. Chloride initial result = 129 mmol/l, repeat result = 109 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
Corrected information in section d10 concomitant produce. Aero c8k ict mod, 09d28-03, 210922079 has been removed.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history review. Data and information provided were reviewed and support the complaint issue. A search for similar tickets by lot number found normal complaint activity for this issue. The trend review for the ict sample diluent found no trends related to the issue. The ict sample diluent is used for analysis of electrolytes on the architect c4000 analyzer. Return testing was not completed as returns were not available. File sample analysis was not performed as the sample was repeated and acceptable result was produced. Additionally, the quality control was acceptable during the falsely elevated result, indicating the assay is performing as expected. Device history record review did not identify any non-conformances or deviations related to the current complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation, no systemic issue or deficiency of the ict diluent, lot 69121un21, was identified.